Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-00765. It was reported the patient ((B)(6)) underwent an unrelated surgical procedure and afterwards experienced ineffective stimulation. Diagnostics indicated elevated impedance readings. Surgical intervention was undertaken and the lead was explanted and replaced and therapy was restored. Additional information received indicated 2 leads were explanted and replaced. The second lead has been added as device 2 in this series.